Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016 stating that there is no surgery planned to remove the previously reported reamer head from the patient's bone.

Manufacturer narrative:
Patient weight is unknown (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, it was discovered that the reamer head had been left in the patient's bone medullary canal. The surgery took place on (B)(6) 2016. The patient is female and (B)(6). Patient outcome was not reported. This is report 1 of 1 for (B)(4).